Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, the user opened the package of an ngage nitinol stone extractor and found one basket wire was broken. The issue was discovered prior to patient contact. Another same product was used to finish the procedure. No adverse events have been reported as a result of the alleged malfunction.

Event description:
No new event information has been received since the last report was submitted on 16aug2018.

Manufacturer narrative:
Additional information: h6 ¿ conclusion code: cause not established (4315). Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed. This included a review of complaint history, the device history record, instructions for use, manufacturing instructions, quality control data, and specifications. One device was returned for investigation. The device was returned with the handle and basket formation in the closed positions. The collet knob is tight and secure. The male luer lock adapter (mlla) is loose. The polyethylene terephthalate tubing (pett) measures 3.5 cm in length. A visual examination noted the support sheath is bowed in appearance. A functional test determined the handle does not actuate the basket formation. The basket formation was noted to have one wire pulled out of the cannula. The handle was disassembled, and the basket formation could not be manually actuated. The basket assembly appears to be stuck in the basket sheath, allowing no movement. A review of the device history record found there were no non-conformances that may have contributed to this event. A complaint history search revealed this complaint is the only one associated with lot number 8605497. Per the instructions for use (IFU): caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to have had 1 basket wire pulled free from the cannula that holds it in place. The provided information indicates the basket wire pulled free due to the large force applied to the device during use. It was also noted that the support sheath was bowed, but this was likely due to the device being incorrectly placed in the tray for return to cook. The basket could not be opened and closed, it was stuck in the closed position. Devices are inspected for damage and functionality prior to packaging. The device likely became damaged during unpacking / handling of the device. The IFU contains cautions about manipulating the device to prevent damage. Since no information related to product handling is available, a conclusion as to the cause of the failure mode could not be established. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.